Manufacturer narrative:
It was determined the explosion of the front cover was caused by mechanical stress to the glass door due to a weak gas pressure spring or other mechanical influence, which occurs only when the preventive maintenance was not performed properly. According to the preventive maintenance schedule, the gas pressure spring should be checked every three months and replaced as needed. The glass door is made of "security glass" which is tempered, creating tension inside the glass itself. The purpose of this internal tension is that, in case of breakage, the glass breaks into small pieces, too small to create serious cuts.

Event description:
The operator stated the glass front on the cover of the primary sample distribution system (psd) exploded while the cover was being opened and stated it "looked like a rock was thrown through a window." He said he had lifted the cover about 3 to 4 inches when the glass shattered and he was still holding the cover in that spot when all the glass had fallen. The operator's left hand was cut multiple times with several small cuts and scratches. No treatment was received from a healthcare provider and the operator followed the laboratory's protocol for injury. He bandaged his hand and went back to work. His current condition was given as "fine". The field service representative replaced the front glass part of the psd cover and verified the operation of the cover by opening and closing it several times without any issues.